Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694965, lead, (B)(6) 2005. This device was included in a field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient felt his device was not detecting atrial fibrillation (af). Follow up with the patient's clinic was unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.